Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The patient was under monitored anesthesia care (mac) and intracardiac echocardiography (ice) was being used. When the physician was preparing for a contrast injection, the patient snored while under sedation and air was pulled into the was due to negative pressure. The air was aspirated through the was and the procedure continued and was successfully completed. During recovery, the patient experienced left sided weakness. A computed tomography (CT) scan and magnetic resonance imaging (MRI) scan were completed with no acute stroke findings. The patient remained hospitalized for continued monitoring.